Manufacturer narrative:
(B)(4).

Event description:
It was reported that postop, the patient reportedly experienced pain, uncontrolled bone growth, and nerve impingement.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient presented in (B)(6) 2009 for neck pain and shooting pain down his arm. He also experienced headaches and a ringing in his ears. On (B)(6) 2011, the patient underwent an anterior cervical disectomy and fusion auto and allograft. Reportedly, rhbmp-2/acs was used in the surgery. The patient's pain in his neck worsened following surgery. The patient had trouble swallowing, breathing, constant neck and head pain, and a constant ringing in his ears